Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a tf tavr with a 23mm sapien 3 ultra valve in the aortic position, the 1st valve migrated towards the left ventricle at 40:60 aortic/ventricular (a/v). The physicians choose to put in a second 23mm sapien 3 ultra valve which was deployed at 90:10 a/v into the native annulus. The patient was hemodynamically unstable and severe mitral regurgitation (mr) was noted on the tee. The procedure was converted to open. Once open, the surgeon could visualize a dissection plane, the wire went through the tissue near the aortic-mitral cushion and not through the native aortic valve. The first valve was deployed in the dissection plane which caused severe mr and unstable hemodynamics. The surgeon repaired the mitral valve and removed the two s3u valves, then did a savr with aortic root repair. The patient could not be weaned off the pump and expired.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: clinical code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image evaluation was performed, and the following observation was made: valve was deployed too ventricular. Guidewire was non-coaxial within the native annulus. It appeared through the side of tissue or native root. Valve deployed too ventricular/ non-coaxial guidewire within native annulus. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. The sapien 3 ultra valve relies on native valve calcium to securely anchor to the annulus. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, proper guidewire positioning, handling during advancement, and troubleshooting techniques if difficulty is encountered. The complaint was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, "during a tf tavr with a 23mm sapien 3 ultra valve in the aortic position, the 1st valve migrated towards the left ventricle at 40:60 aortic/ventricular (a/v)" and "once open, the surgeon could visualize a dissection plane, the wire went through the tissue near the aortic-mitral cushion and not through the native aortic valve. The first valve was deployed in the dissection plane which caused severe mitral regurgitation (mr ) and unstable hemodynamics. Per imagery review, the guidewire was non-coaxial within native annulus, and appeared through the aortic native root, which indicated that the guidewire dissected through the aortic-mitral cushion/wall. In this case, the delivery system was guided through the dissected aortic native root during the advancement, and the valve was deployed at the dissected area. Due to the constraint of dissection area, it was possible that the valve couldn't be inflated or deployed steadily, which led to the deployed valve to move toward ventricular resulting in valve malposition. It was clarified that the dissection plane was possibly in the ascending aorta, and it was diagnosed after they converted to open. There were no difficulties crossing the anulus with the delivery system, nor positioning the valve. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. As such, available information suggests that procedural factors (incorrect guidewire placement) caused the dissection and consequently the valves were deployed in the dissection plane resulting in the severe mitral regurgitation observed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required.